Event description:
Physician was using a continuous flow resectoscope for removing a bladder tumor. First resectoscope did not spin, second resectoscope a screw fell out, third resectoscope water flow was inadequate and decreased visibility. After obtaining the fourth resectoscope, the remainder of the procedure was completed with no further complications.what was the original intended procedure?assist in surgical removal of a bladder.device #1is this a laboratory device or laboratory test?no.